Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, five photos were provided. The first and second photos show the dialyzer label. The third photo shows the entire dialyzer that is attached to the machine, and there are visible blood streaks running vertically down the body of the dialyzer from the header cap. The last two photos show a close-up view of the header cap, there is blood within the threads of the header cap, and a crack within the threaded area is visible with blood coming out of it. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Based on the provided photos, the complaint was confirmed. The probable cause for this failure to occur could be rough handling of the dialyzer during manufacturing, shipping, or by the end user. Since it is unknown when the damage may have occurred, the cause for the failure could not be established. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was observed leaking from a visible crack on the arterial side of the dialyzer, just under the header cap. The leak did not occur until midway through the patient¿s treatment. The machine, a fresenius 2008t machine, did not alarm. The treatment was paused, and blood was returned from the arterial side of the system. They were unable to return blood from the venous side. The patient¿s estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, photo evidence of the crack in the dialyzer was said to be available.

Manufacturer narrative:
Correction: h6, investigation findings code

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was observed leaking from a visible crack on the arterial side of the dialyzer, just under the header cap. The leak did not occur until midway through the patient¿s treatment. The machine, a fresenius 2008t machine, did not alarm. The treatment was paused, and blood was returned from the arterial side of the system. They were unable to return blood from the venous side. The patient¿s estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, photo evidence of the crack in the dialyzer was said to be available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was observed leaking from a visible crack on the arterial side of the dialyzer, just under the header cap. The leak did not occur until midway through the patient¿s treatment. The machine, a fresenius 2008t machine, did not alarm. The treatment was paused, and blood was returned from the arterial side of the system. They were unable to return blood from the venous side. The patient¿s estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being resetup with new supplies on the same machine. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, photo evidence of the crack in the dialyzer was said to be available.